Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vision abnormalities", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected with 5.1mls of harmonyca with lidocaine into the cheeks and experienced left eye blurriness and right eye twitching that day. Events were mild and resolved same day with no treatment. Events deemed not device related.